Manufacturer narrative:
(B)(6). Evaluation of cev607 indicated that the blades were blunt and the black plastic skirt was heavily damaged. The blades were in need of sharpening and the black plastic skirt was most likely damaged as a result of impact or excessive duress. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's reference #: n/a. (B)(4).

Event description:
The device (cev607) was returned to mxi service and repair. It was reported that, "the scissors jam."